Event description:
The customer has reported that an error code of the black cable was populating on the lcd screen during the initialization prior to a breast biopsy. The customer reported the probe, during initialization "locked-up" inside the holster. The biopsy was completed using the loaner holster. One device to be returned. There have been no pt consequences reported.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site could not confirm and was unable to duplicate the customer complaint of the black cable errors. The analysis site replaced the green cable due to it was damaged and caused the probe to lock up. The e-clip was replaced due to it was damaged during disassembly. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.